Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause root cause was determined to be traced to component failure due problems caused by the constant rhythmic motion of the device, or something in the environment to which the device was exposed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during pre-testing, it was observed that the attachment device bearing was worn and loose, the ball bearing was worn, the nose tube was bent, the extension sleeve was damaged, both pins had migrated, the triangle symbol was missing and the clamping failed. The device also failed vibration, lock operation and visual assessment. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.